Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure the set screw on the pulse generator would not loosen. During an attempt to loosen the set screw, the torque wrench broke off and had to be removed with pliers. The physician decided to tighten the set screw and the device remained implanted. The patient was stable throughout the procedure.